Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and a restricted septal leaflet on a patient with a previously implanted pacemaker with leads. A triclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred and the leaflets were unable to be grasped. A decision was made to remove the clip, but while withdrawing the clip, the clip caught on a pacemaker lead. Troubleshooting was performed to be removed from the pacemaker lead, but the clip was unable to be freed. Therefore, the clip was deployed where it was stuck, on the pacemaker lead. The tr remained at 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported entrapment of device, difficult leaflet grasping, and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported entrapment of device was due to procedural circumstances. The cause of the reported difficult leaflet grasping was unable to be determined. The cause of the reported difficult imaging was unable to be determined. The reported foreign body in patient and unchanged tr were cascading effects of the reported entrapment of device. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.